Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Pump data logs were reviewed. It was found that on november 10, 2022, the pump was found to have been successfully unlocked without any "out of bounds" touches on touch screen which indicated that the pump was unlocked intentionally. Afterwards, a 12 unit bolus was delivered manually by the user. At the time of the event, the pump was functioning as intended.

Event description:
It was reported that pump delivered an insulin bolus of 12 units without user interaction. Customer experienced low blood glucose and fainted. Customer was injected with glucagon, consumed glucose tablets and drank soda to address low bg. Customer did not go to hospital. Customer reported not to have delivered the bolus and pump history showed a calculation override at 02:38 in the morning.